Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose (bg) level ranged from 484-585 mg/dl with "pre-diabetic ketoacidosis". Customer delivered correction boluses to address bg/pre-dka. Customer was treated with intravenous insulin in the hospital. Customer was discharged from the hospital four days later with no permanent damage. Reportedly, the customer reverted to manual injections for insulin therapy.